Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung lobectomy, when the surgeon cut the lung tissue, the green button was able to press but the handle of the stapler cannot be squeezed. The surgeon asked to change another one to complete the surgery. There was no patient injury.